Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor failure occurred. The device was in use on a patient at the time of the reported issue. There was no harm to the patient or user.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a proximal pressure sensor failure occurred. Per good faith effort (gfe) response, the customer repaired the unit through a third party. No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.